Manufacturer narrative:
The returned device was evaluated and the pod was received with the cannula deployed and needle retracted. The download data showed that the pod completed both priming sequences with an expected number of pulses in each. Investigation of the needle mechanism found no issues that would result in the needle deploying late. Although no problem was found with the device, it could not be determined when the needle deployed, and the cause of the reported needle mechanism failure could not be determined. The needle mechanism was reset and fired properly during the investigation. No damages or deficiencies were found that would contribute to the needle failing to deploy by the end of the second priming sequence. An 0x40 alarm indicated the rotational sensor exceeded the maximum number of open counts. Timeouts and a drive stall occurred after the second priming sequence, with no abnormalities observed during the priming sequences. A rerun of the pod data was not possible due to communication errors, preventing confirmation of the timeouts and drive stall. While the high pulse width and drive stall can be confirmed as the cause of the observed 0x40 alarm, the cause of these data abnormalities could not be conclusively determined.

Event description:
A patient reports while wearing a pod the cannula had not deployed until an hour after wear.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown cloud - omnipod 5 software app version 3.1.1 cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06 cloud - smartphone hardware n5004l cloud - cgm sensor type g6.